Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01125, 3005168196-2019-01126, 3005168196-2019-01127.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod10¿s and a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a lantern, it became stuck at the hub of a non-penumbra angiographic catheter. Therefore, the physician removed the lantern and found it to be ovalized in multiple places from the distal tip. Next, while attempting to advance a pod10 through a new lantern, the physician felt resistance in the middle of the microcatheter and, therefore, it was retracted. While retracting the pod10, the physician accidently pulled on the pusher wire and the pod10 unintentionally detached inside of the lantern. Therefore, the lantern was removed containing the pod10 and was successfully flushed out the coil. The physician introduced the same lantern and attempted to advance a new pod10; however, the same resistance issue occurred in the middle of the microcatheter and, consequently, the pusher assembly became kinked. Therefore, the pod10 was removed. The physician then felt resistance while attempting to advance a third pod10 through the same second lantern; however, the physician was able to reduce resistance by withdrawing the introducer sheath and successfully placed the pod10 in the target vessel. The procedure was completed using two additional pod coils with the same angiographic catheter and microcatheter. There was no report of an adverse effect to the patient.